Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) to breath delivery (bd) cable. The customer reported to have replaced the gui to bd cable. The ventilator passed all testing. Covidien was not authorized to evaluate the device.